Event description:
The customer reported that the touch screen froze and there were problems with the help button function. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.